Event description:
Alarm 2 followed by alarm 26 was reported, and an occlusion issue caused recurring alarms. There was no adverse impact on the customer¿s blood glucose level. Customer was assisted by technical support to manage the situation by replacing supplies and resuming insulin therapy.